Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that the ready for use (rfu) indicator displays a red x. The customer replaced all the cables but the error remained. There was no reported adverse patient impact.